Event description:
It was reported that the patient presented to a follow up appointment with complaints of grogginess. The device was interrogated and found to be at end of life (eol), allegedly prematurely. The physician elected to explant and replace the device to resolve the event and the patient was stable with no additional consequences.